Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The physician was getting ready to place the neuron delivery catheter 070 into the pt and the technician noticed that the connector was loose. When the technician manipulated the connector to verify that it was loose, it started to "unravel." The catheter was removed from the field, and another neuron delivery catheter was used on the pt. The pt was treated without incident.